Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: customer is having issues with a broken glass syringe. The doctor mentioned other epidural trays with broken lidocaine bottles inside. The doctors unfortunately did not save the packing for further investigations.

Event description:
The complaint states: customer is having issues with a broken glass syringe. The doctor mentioned other epidural trays with broken lidocaine bottles inside. The doctors unfortunately did not save the packing for further investigations.

Manufacturer narrative:
(B)(4). A device history record review was performed on the finished kit and the lor syringe with a potentially relevant finding. For the finished kit, a nonconformance was initiated only as a general nc to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. No relevant finding was found for the lor syringe. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with a potentially relevant finding. Based on the information provided, the potential root cause of this issue is design related. A CAPA was initiated to further investigate this complaint issue.